Event description:
Allegedly, after a nasal septal reconstruction, when the doctor removed scope he noticed that skin underneath patient's nostril area was bright pink; this area was about 1 cm in length. No medical attention was required; the doctor monitored post-op. Procedure was completed.

Manufacturer narrative:
The 7230aa scope was evaluated. The shaft was bent, dented, the objective lens was leaking, the eyepiece was leaking, and rod lenses were soiled by foreign particles. None of these conditions would lead to the scope getting hot. A 495ne light cable was also returned with the scope; it was the cable that was attached to the scope and used during the procedure. It was evaluated and there was no problem found. Our labeling states; it's important that the appropriate size light cable and telescope combination be used to minimize the heat energy generated from the light source. Use of the appropriate size light cable will reduce the risk of pt burns, as well as the risk of igniting flammable material. Telescope diameter: 4.0mm and less; light cable diameter: 2.5mm; 4.0mm - 6.0mm; 3.5mm; 6.0mm and larger; 4.8mm. The 7230aa scope has a 4mm diameter; the light cable has a diameter of 4.8mm; it appears the hospital used the wrong light cable which may generate too much heat on distal tip of scope. The scope may have been occluded for a short time resulting in minor burn.